Manufacturer narrative:
(B)(4).

Event description:
It was reported when a non-pacer dependent, asymptomatic patient presented to the clinic for follow-up, the pacing lead impedance had gradually increased. The lead was capped and replaced when the patient had the device electively replaced for reaching elective replacement indicator. The cause of the high impedance is unknown. No further information is available.